Event description:
It was reported to vyaire medical problem with revel ventilator regarding vt (tidal volume) inaccuracy. At this time, there is no information regarding patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: vyaire received the suspect device. Vyaire service technician was unable to verify customer reported complaint that states, "coming in for vt inaccuracy." Vent was hooked up to a vt plus hf flow analyzer during to compare vent tidal volume reading during bench testing, unit tidal volume was within the 10% required specification during the duration of the test. Vent passed 215 hrs. Of extended test at customer's settings without any unusual alarm or error condition. Vent passed initial final test using automated testing fixture which test the total functionality of the ventilator. Vent passed initial alarm volume test with no restriction. Unit was opened and inspected; no anomalies were found. Process ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.